Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient revised due to infection. Update 07/13/2012- medical records were received and reviewed. Doi was updated to reflect the medical records. Update 11/08/2012-medical records were reviewed. Patient was revised on (B)(6) 2011. The doi was reported incorrectly in previous update. Med watches and complaint was updated to reflect medical records. Update rec'd 5/8/2015- ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of 3/12/2013. These records were reviewed for MDR reportability on 5/8/2015. Ppd alleges infection after review of the medical records was revised for dislocation on (B)(6) 2011 for dislocation (coms (B)(4)) and was revised again on (B)(6) 2011 for infection and only the liner was revised. The patient went back to the operating room on (B)(6) 2011 for infection again and the head and liner were exchanged. The patient went back to the operating room on (B)(6) 2011 for a 3rd time for infection and all implants were removed. The implants placed on (B)(6) 2011 are not being reported for infection as the patient already had a positive infection. The stem, cup, and 2 screws removed on (B)(6) 2011 have already been reported on (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.